Event description:
Ventilator malfunction. A 53 year old male pt was placed on ventilator. Ventilator discontinued working shortly after dive commenced. Pt placed on another ventilator and hyperbaric treatment was continued without incident. No harm to pt. The unit was purchased in 4/96 and the hosp biomed. Stated that this event was the first time the hosp had placed the unit in service since purchase.